Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Company rep reported: patient fell end of last year 2016. Patient presented to doctor's office in (B)(6) 2017 but was schedule for revision surgery at a later time due to a medical condition. Patient revision total knee with triathlon ts on (B)(6) 2017 due to unstable knee.